Manufacturer narrative:
The company service representative examined the system no problems were found. The system performed as intended. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the primary incision is cutting more posterior than normal and the circle scan on the optical coherence tomography is positioned way off. Additional information received states the treatment was completed manually with no patient harm.